Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 18 fr (french) non-medtronic introducer sheath was inserted into the patient's right common carotid artery and advanced cross the aortic valve. A non-medtronic guidewire was then placed at the left ventricular apex. A pre-implant balloon aortic valvuloplasty (bav) was completed with a 20-millimeter (mm) non-medtronic balloon with nominal pressure. Immediately following the pre-implant bav, the valve was promptly delivered and deployed. The valve was fully implanted in that it was 3 mm from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc). After deployment of the valve, the patient's recovery of blood pressure was noted to be poor at 40 millimeters of mercury (mm hg) systolically. Additionally, an increase in pericardial effusion was observed by transesophageal echocardiography. Further evaluation by transesophageal echocardiography revealed swelling near calcification on the right coronary cusp (rcc) side of the aortic annulus. This was suggestive of annular rupture. Subsequently, a prompt small thoracotomy at the patient's apex was performed, and pericardial drainage was carried out. The amount of bleeding was noted to be minimal, and hemostasis was achieved so the patient's chest was closed and the procedure was completed. A computed tomography (CT) scan was completed to further investigate the cause of the bleed and annular rupture.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013352751); product type: 0195-heart valves; implant date: n/a; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.